Event description:
It was reported that the was not getting adequate pain relief and was having rib stimulation on the right side. A fluoroscopy was taken and revealed the leads are off to the right of midline and appear to be possibly in the gutter on the right side. The patient underwent a revision procedure.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.